Manufacturer narrative:
Neither the model or serial number has been provided. There was no indication lens has explanted, however an explant is planned but not yet confirmed. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an abbott medical optics intraocular lens (model not provided) will be explanted. No additional information was provided.

Manufacturer narrative:
Additional information: additional information received reported the doctor's name was dr. (B)(6) and his (B)(6). Also, the explanted lens was a zlb00 with serial (B)(4), the implant date was (B)(6) 2017, and the explant date was (B)(6) 2017. The replacement lens was a zcb00 with an unknown serial number. There was no incision enlargement, no vitrectomy, and no sutures done. There was also no patient post-op injury. Patient is a male (B)(6). Furthermore, the reason for explant was due to halos and glare, which significantly interfered with the patient's regular activities. No other information was provided. In review of the information provided, it was determined that the same information had already been provided under medwatch number 9614546-2017-01138. Therefore, no further information will be provided under this file. (B)(6). Gender/sex: male. Outcomes attributed to adverse event: required intervention. Model number: zlb00. Expiration date: 11/11/2020. (B)(4). Catalog number: zlb00u0220. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(6). Health professional: yes. Occupation: physician. Device manufacture date: 11/11/2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.